Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment of a stenosis in the bronchial tube. The stricture was not dilated prior to stent placement. During the procedure, resistance was encountered when pulling on the deployment suture to release the stent and the deployment suture broke. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of deployment suture broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a stent placement procedure on (B)(6), 2012. According to the complainant, the indication for the stent placement was treatment of a stenosis in the bronchial tube. The stricture was not dilated prior to stent placement. During the procedure, resistance was encountered when pulling on the deployment suture to release the stent and the deployment suture broke. The procedure was completed with another ultraflex tracheobronchial stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the proximal end of the stent was partially deployed by approximately 30mm. The shaft was broken at approximately 500mm distal to the hub. The stent deployment suture was broken at approximately 740mm from its point of release; the proximal section of the broken suture and the pullring were not returned. During a functional analysis, it was possible to retract the remainder of the deployment suture and deploy the stent without any issue. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.